Event description:
During routine testing of the device at the service center, the service technician reported that the partially unscrewed (loose) connector shell allowed cable to twist within connector, which broke apart the shield braid and rubber sheath. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.